Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown drug via a n implantable pump for spinal pain indications for use. It was reported that the patient had a refill yesterday and the issue was resolved. However, the patient called back in this morning and said that the alarm was still going off every hour. The company representative (rep) wanted to know if they needed to go in and silence the alarm. Technical services reviewed with the rep that they did not need to do anything and that they can silence it on the home screen. The troubleshooting steps were reviewed, and rep was going to help fix the issue by contacting the hcp. Additionally, they have not had a bolus since their refill yesterday. However, the patient did not have a handset at the time of the call but reported that instead of seeing time remaining, there was a lock. The technical service (ts) advised that the longer lockout may be due to the time change. The patient was advised to wait the full 24 hours period. The ts recommended the patient to call the patient services if they continue to have issues.